Manufacturer narrative:
(B)(4).

Event description:
It was reported that the set screw would not tighten during implant. Device was explanted and replaced.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Silicone was found inside each set screw hex cavity that prevented full insertion of the torque driver, which may have resulted in difficulty tightening or loosening the set screw.